Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a sensor error. Customer's blood glucose was 437 mg/dl, which was treated with insulin. The sensor cannula was found to be bent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1opened and used enlite sensor showed the sensor passed with accurate readings however, found the sensor cannula was bent. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.